Event description:
The clinic reported that a laser vision correction patient presented at the one day post op with micro striae in the left eye. The flap was lifted and stretched. The patient did not experience a loss of best corrected visual acuity and was treated with standard post op care.

Manufacturer narrative:
(B)(4). Flap striae. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation impossible. The clinic is reporting this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.